Manufacturer narrative:
B3: event date is approximate. Year is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was about 2 months ago or maybe longer the pt's implanted neurostimulator (ins) was not charging for they got no device found. The recharger cord was getting a lot hotter than it normally did. The patient did not have their equipment with them to troubleshoot at the time of the report. The patient was advised to call back with the equipment present for a replacement of the recharger telemetry module (rtm). An email was sent to the repair department to replace rtm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: analysis of the rtm (s/n (B)(6)) revealed a recharge antenna failure: "recharge problem, cannot continue, call medtronic" message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.